Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with moderate tortuosity. The 3.0 x 12 mm trek balloon was advanced to the lesion without issue. An attempt was made to pressurize the balloon to 12 atmospheres (atm); however, the balloon would not inflate. The inflation device was pulled negative and blood came back. It was suspected that a balloon rupture occurred; therefore, the device was removed without issue. A new 3.0 x 12 mm trek balloon was used to complete the procedure. It was noted that the trek balloon was prepared per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. .